Manufacturer narrative:
Concomitant medical products: lead: model: 3778, lot # v759463007, implanted: 2011-(B)(6), explanted: unk; lead: model: 3778, lot # v759463002, implanted: 2011-(B)(6), explanted: unk; patient programmer: model: 37743, (B)(4), implanted: na, explanted: na; extension: model: 37081, (B)(4), implanted: 2011-(B)(6), explanted: unk; extension: model: 37081, (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
It was reported that the lead had moved and stimulation was no longer in the correct location. Additionally, the patient experienced burning along the lead area. The patient had requested a reprogramming. The next option for the patient was a revision or replacement. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that an x-ray taken on (B)(6), 2011 showed that both leads had migrated. On (B)(6), 2012 the patient's leads were surgically removed and replaced with a paddle lead. After some separation of scar tissue, adequate placement was obtained, and an x-ray showed excellent coverage over the length of c2, 3, 4, and 5. The paddle lead was connected to the extensions and buried under a muscular layer due to the patient's slight physical dimensions. During the same procedure the generator was removed and a deeper pocket was created to allow placement of the generator with a more adequate soft tissue coverage. It was reported that the patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Lead model 3778 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3778 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012.